Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2011, a (B)(6) y/o, male patient with a bmi of 33.5, underwent implantation of a insert tibia logic ps sz3 11mm. On (B)(6) 2019, approximately 90 months post implant, the patient underwent revision due to aseptic loosening.

Manufacturer narrative:
After further review of additional information received the following sections g3, g4, g7, h2 and h3 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed since the devices were not returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections d4, d10, g3, g6, h2, h3, h4, h6, h7 and h9 have been updated accordingly. Section d10: concomitant devices three peg patella 41mm (cat# 200-02-41 / serial (B)(6). Cc distal fem augment sz 3, 5mm (cat# 208-05-03 / serial (B)(6) - cc distal fem augment sz 3, 5mm (cat# 208-05-03 / serial (B)(6). Logic femoral ps cem right sz 3 (cat# 02-010-01-0330 / serial (B)(6). Logic tibia traptray cem sz 3f/3t (cat# 02-012-41-3030 / serial (B)(6). (H3) the revision reported may have been the result of femoral loosening, osteolysis, and prosthesis wear. The aseptic (non-infected) loosening and osteolysis was likely the result of an insufficient bond between the implant(s) and the bone. The tibial insert wear may have been due to malalignment between the implants, high contact stresses during knee flexion/extension, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the devices were not available for evaluation. The most probable root cause associated with the reported event of ¿loosening¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. Also, the most probable root cause associated with the event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Furthermore, the most probable root cause associated with the event of ¿osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface.